Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 was not aligned when closed. The procedure was completed with the same device. There was a bit of delay in checking the integrity of the harvesting tool. No patient harm was reported. Photos are attached for reference.

Manufacturer narrative:
Tw (B)(4) the device has been returned to the factory and will be evaluated. A supplemental report will be submitted when the evaluation is completed.